Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is an approximation based upon the details in the case. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her/his adc freestyle libre sensor detached after a couple of days of wear. It was further reported that due to this the customer ¿was put on a drip for a couple of days¿. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date her/his adc freestyle libre sensor detached after a couple of days of wear. It was further reported that due to this the customer ¿was put on a drip for a couple of days¿. No further information was provided. There was no report of death or permanent injury associated with this event.